Event description:
Electrical burn caused by exposed electrode wire on a tens unit. Blisters healing with no further problems. Tens unit did not malfunction - electrode wire repaired and unit returned to pt with no further problems.